Manufacturer narrative:
Additional information: upon follow up it was reported the patient used one of the adapter tubes not the titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The reporter started the cause of the peritonitis was due to a staphylococcus contamination through the transfer set approximately two months prior to event onset. The patient was hospitalized for the event. The patient was treated with ceftriaxone and vancomycin (no further details) for the peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.